Event description:
Foot pedal was pressed to unlock stretcher. When nurse stepped on foot pedal, the pedal rotating completely around facing upside down.======================manufacturer response for stretcher, (brand not provided) (per site reporter).======================stryker service representative has repaired and evaluated device. Service representative was to report information back to their quality department.